Event description:
It was communicated on 03dec2024 that exchanging the mpu resolved the issues with the system controller connection. The mpu was retained by the hospital.

Manufacturer narrative:
B5 narrative info no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin in the mobile power unit (mpu) patient cable was confirmed. The mpu (serial #: (B)(6) was evaluated and tested on (B)(6) 2025. The unit was found to have one missing and one bent pin on the black connector. The mpu patient cable was replaced. The mpu was powered on and booted up as intended. The unit was functionally tested and passed all testing. Old labels were cleaned and removed and preventive maintenance was performed. Additional provided information stated exchanging the mpu resolved the issue, and that the mpu would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed for the mobile power unit (serial number: (B)(6) and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. G) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 instructions for use (rev. G) states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors. Gently bring the connectors together, turning them slightly to make the connection, if needed. Never twist connectors or pull them apart at an angle.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine visit, the patient explained that they sometimes had issues connecting their system controller to the black lead on the mobile power unit (mpu). The mpu was checked and the team found pin twisted. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.